Manufacturer narrative:
Sections with additional information as of 7-jan-2021: h10: products were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-62: user had poor technique.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 23-nov-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with test results from non-fasting back to back blood tests performed during the call of 290 mg/dl and 133 mg/dl using meter. The customer's expected fasting blood glucose test result is 120 mg/dl; an expected non-fasting blood glucose range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The meter memory was not reviewed for previous test result history.